Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the personality module surgeons console (pmsc) the system was tested and verified as ready for use. Isi has not received the pmsc for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) when the customer called for support. Investigations revealed error 252, however, error 252 could not be found on system sk0223 logs. Additional log reviews confirmed that system sk0223 was used on (B)(6) 2022 for a right hemicolectomy procedure. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a repeated fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, error 252 occurred. The caller found the breaker was in the off position. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to move the breaker to the on position and the patient side cart (psc) started to work in ac power. However, the issue was not resolve. The customer continued with another surgeon side console (ssc). The procedure was converted to another da vinci ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after anesthesia was administered and ports were placed. The system functionality was fully checked up power-up and powered up with no errors. There was no procedure delay. The procedure was completed successfully with the alternate ssc.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the personality module surgeons console (pmsc) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was installed into the system and tested. It failed to communicate with the system through the laptop, no pmsc on the gemini download application (gdla). Error 252 occurred. The video branch (vbr) board was bricked.